Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the patient had high blood glucose. The customer¿s blood glucose level was 487 mg/dl at the time of the incident. The customer reported that they got calibration required error and it doesn't calibrate. The customer¿s blood glucose was high but declined to troubleshoot. And just wants to treat but the pump keeps asking for a calibration. The customer was advised to monitor the pump and treat high blood glucose as usual. The customer was advised that when he is stable around 200-250 mg/dl at least, to then turn it back on and reconnect to old sensor and calibrate when he is stable. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The correct information has been provided with this report.